Manufacturer narrative:
No product has been returned and the lot number provided for the test strips was invalid. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the xceed meter was reviewed. The dhrs showed the xceed meter passed all tests prior to release. Stability and clinical reviews have been conducted and the review has found no indication of any product stability performance issues or clinical performance issues that would be expected to result or contribute to customer complaints. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product-related issues. If the products are returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. (Brand name) has been updated from precision xtra to optium xceed as it was submitted incorrectly in the previous report.

Event description:
On (B)(6) 2016 a customer reported she was receiving an error-2 message on her adc blood glucose meter. On (B)(6) 2016 the customer called again and stated that the replacement meter had not been delivered. As a result, the customer was unable to test, and stated that on the evening of (B)(6) 2016 she experienced severe hypoglycemia. The customer reported symptoms of ¿sweating and shakiness¿, followed by a loss of consciousness. The customer was taken to a health care provider, where she was diagnosed with hypoglycemia and treated with a ¿glucose injection¿.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On nov 18, 2016 a customer reported she was receiving an error-2 message on her adc blood glucose meter. On (B)(6) 2016 the customer called again and stated that the replacement meter had not been delivered. As a result, the customer was unable to test, and stated that on the evening of (B)(6) 2016 she experienced severe hypoglycemia. The customer reported symptoms of ¿sweating and shakiness¿, followed by a loss of consciousness. The customer was taken to a health care provider, where she was diagnosed with hypoglycemia and treated with a ¿glucose injection¿.